Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the electronic control unit (ecu) had no voltage and the device failed for oscillation/forward/reverse mode function, check oscillation angle, check switching function forward/reverse, check power with test bench assessments and check for sticky speed trigger assessment. During service/repair, it was observed that the motor had corrosion in it. It was determined that the issues were consistent with faulty parts/ normal wear. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to component failure, which is normal wear out from use (faulty parts). If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the drill head of the small battery drive device was locked and would not work. During in-house engineering evaluation, it was observed that the device failed pretest for check for sticky speed trigger assessment. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.